Manufacturer narrative:
Customer returned pump for an alleged blank display, frozen screen, and stuck button error alarm found on (B)(6) 2023. Unable to perform the displacement test, active current test, sleep current test and self test due to battery failed alarm. No blank display noted during testing. Unable to test keypad; however, moisture damage to keypad traces was noticed. No stuck button error alarms noted during testing. Successfully downloaded history files and traces using thump. Verified pump alarmed stuck button on (B)(6) 2023 between time 07:09:02.000 and 15:41:01.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump downloaded history confirmed the pump alarmed power loss alarm on (B)(6) 2023 between time 16:32:57.000 and 18:53:50.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor home switch, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Blank display was not observed during analysis. Blank display not confirmed. Frozen screen not observed during testing. Frozen screen not confirmed. No stuck button error alarms noted during testing and verified pump alarmed stuck button on 10-jan-2023 between time 07:09:02.000 and 15:41:01.000 in pump downloaded history. Stuck button error alarm confirmed due to moisture damage to keypad traces. Failed batt test confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 770g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported the pump went blank for a stuck button error and keypad was unresponsive. The customer received a stuck button alarm. Troubleshooting was performed and found that no response from any of the buttons in the insulin pump. It was also found that the frozen display recurred after installing a new battery and monitoring the pump for 2 hours. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.